Manufacturer narrative:
Product analysis : analysis revealed that programmer was unable to be calibrated due to a defective x-y board. The stylus was missing. The x-y board was replaced with salvage parts. A stylus was added and calibrated according to procedure. Device was cleaned. Passed all electrical safety test and all final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer required an unspecified repair. No further information was available. No patient complications have been reported as a result of this event. It was further reported that the programmer tested out of specification during manufacturer analysis.